Event description:
It was reported that a pump was programmed to deliver levophed to a pt (programmed amount and delivery rate unk). It was observed that the pump alarmed for an occlusion and "the pt had a very rapid and significant decrease in his blood pressure due to this alarm and the interruption of his medication." The customer stated that this occurred on (B)(6) and again on (B)(6).

Manufacturer narrative:
MFR ref no. (B)(4). The available info does not allow a conclusion with respect to whether the device caused or contributed to the pt outcome. The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. MFR report no. 1314492-2012-000419 is related to this event.